Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Blood glucose level was in the 100's mg/dl range. Tandem technical support advised the customer to perform a cartridge change to address the issue.